Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the device being returned to the legal manufacturer without conducting/completing a reprocessing at the facility. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the flexibility adjustment ring had a scratch. The grip had a scratch. The forceps channel port had a dent. The air/water cylinder had no color. The suction cylinder had no color. The right/left knob had a scratch. The up/down knob had a scratch. The scope connector cover unit had a scratch. The scope connector case unit had a scratch. The plug unit had a scratch. Due to clogging of the nozzle by foreign material, no water was fed. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. The objective lens had a chip. The light guide lens had a chip/crack, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope air-water channel was clogged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.